Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but the threshold measurements were high and the pacing impedance measurements were out of range. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.